Event description:
Ous MDR - after an implantation time of about 5 months, loss of capture was reported. The patient was admitted to intensive care as an emergency. The pacemaker could not be interrogated. During the night, another loss of pacing was reported, as a consequence of which the patient had to be resuscitated. The patient remains in intensive care but his state is stable after exchange of the device. The pacemaker was explanted, but the associated leads remains actively implanted.

Event description:
Ous MDR - after an implantation time of about 5 months, loss of capture was reported. The patient was admitted to intensive care as an emergency. The pacemaker could not be interrogated. During the night, another loss of pacing was reported, as a consequence of which the patient had to be resuscitated. The patient remains in intensive care but his state is stable after exchange of the device. The pacemaker was explanted, but the associated leads remain actively implanted.

Manufacturer narrative:
After its return, the pacemaker first underwent a visual inspection. The inspection of the device showed scratches were noted on the inscribed side of the housing and traces of smoke, which might be related to electrocauterization during the explantation. In a next step, the implant underwent an electrical incoming goods inspection. The clinical observation could be confirmed, a status interrogation of the device was not successful. Subsequently, the pacemaker's capability to provide therapy was tested. Output signal could not be observed in either the atrial or the ventricular channel. The device was sent to the manufacturer of the electronic module for further analysis. The device was opened, and the components of the pacemaker were analyzed. During the analysis, the behavior of the device that had been noted during the incoming goods inspection was no longer noticeable. The battery was sufficiently charged, and the electronic module proved to be within specifications. Despite comprehensive and time-intensive function tests, the clinical observation could not be reproduced. In summary, the clinical observation could be confirmed during the incoming goods inspection of the pacemaker but could no longer be reproduced in the further course of the analysis. Despite comprehensive and time-intensive analysis, the cause for the clinical observation could not be conclusively clarified.

Manufacturer narrative:
Ous MDR.